Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/16/2016. The fse confirmed the leak was from faulty tubing through valve vl53b. The fse replaced all tubing through vl53b resolving the issue. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported approximately 2 ml of uncontained bloody fluid leaked from a coulter lh 750 hematology analyzer while cycling patient samples. There were no error messages reported by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.